Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, hypotension, was deemed to meet the serious injury criteria of life-threatening. The device history record for radiesse(+) lot number 100107746 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) nurse and concerns a (B)(6) female patient. She was injected intradermally with a total of 1.5 ml of radiesse(+) into the marionettes and cheeks (0.75 ml into each side), as facial filler, on (B)(6) 2018. The patient was injected into 3 injection points on each side. Batch number was reported as 100107746 (expiry date 10/2019). Needle used for injection was 25 g / 0.5x38 mm cannula. The patient was treated with radiesse in 2017. The treatment was well tolerated and without problems. The patient's medical history included asthma/copd. She had recent chest problems suspected due to low immune, as reported. She had no disposition to lymph drainage problems and no allergies. Concomitant medication included ventolin inhaler. On (B)(6) 2018, after the treatment with radiesse(+), the patient experienced immediate swelling followed by full facial swelling and hypotension. The ambulance was called and baseline monitoring was performed. Arterial oxygen saturation (sao2) dropped from initially 96% to 88% while the ambulance was in attendance and adrenaline was administered in the ambulance. Further corrective treatment included prednisolone 40 mg and antihistamine 10 mg orally. No systemic antibiotic was prescribed. The patient was admitted and discharged on the same day around 8 p.m. The outcome for "immediate swelling followed by full facial swelling" was reported as resolving and for "hypotension" was reported as resolved on (B)(6) 2018. In the opinion of the reporter, the events were of severe intensity, life-threatening, not permanent, and related to both radiesse(+) and incorporated local anaesthetic.

Event description:
Follow-up information was received on 26 oct 2018: it was confirmed that sao2 was arterial oxygen. The paramedics were in attendance, and the oxygen was measured throughout the incident.